Event description:
It is reported that the pt was revised approx 3 yrs post-op. When the femoral head was removed, corrosion around the trunion and inside the femoral head was noted.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approx 29 to 41 months. Pt (B) (6) and activity level was medium. The operative records were not provided, therefore, it is unk with what stem the head was used, and whether the head was compatible with the stem as indicated on the zimmer compatibility web site. In addition, the surgical technique employed to assemble the head to the stem, and whether fixation of the head to the stem was assessed intra-operatively are also unk. Potential mechanisms for corrosion include: galvanic corrosion due to dissimilar metals. Fretting corrosion as a result of micromotion between metal surface in contact in a corrosive environment. Given the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: no product was returned. Mfg records indicate the device was MFR to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.